Manufacturer narrative:
The device will be returned for analysis. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a decrease in battery longevity indicative of premature battery depletion. The device battery decreased from 49% to 9% in three months. A review of the device data by engineering confirmed that the power consumption of this device was increasing in a gradual fashion. The device should have enough capacity for sixty-two days. Engineering advised to explant and return the device. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a decrease in battery longevity indicative of premature battery depletion. The device battery decreased from 49% to 9% in three months. A review of the device data by engineering confirmed that the power consumption of this device was increasing in a gradual fashion. The device should have enough capacity for sixty-two days. Engineering advised to explant and return the device. No adverse patient effects were reported.